Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the left plunger case was damaged. The pump event history showed a check clutch/ travel reverse error in history, also base hardware and base task debilitated. The evaluation could not verify the reported issue after multiple flow and occlusion tests. Upon checking the alarm history, the technician noticed the clutch was released during an infusion causing the travel reverse alarm reported. The root cause of the travel course was caused by use error and the base errors were unable to determined. The technician replaced the interconnect board as a preventative measure. Performed function and delivery tests which passed.

Event description:
It was reported that a travel reverse error was observed. The base hardware and base task were debilitated. No patient injury was reported.